Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive and the screen went blank despite the charging pad indicating power, after which the user disconnected and experienced rising blood glucose without backup therapy, while continuing cgm use. Symptoms included hyperglycemia. Outcomes included insufficient information regarding long-term impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.